Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The user did not use water filter in the equipment. Therefore, the user failed to follow instructions provided in the instructions for use. The event can be detected and prevented in accordance with the following instructions for use: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. The suggested events are preventable and detectable by handling equipment as per the following IFU. Chapter 7 routine maintenance 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. Note: using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus. Warning always be sure to attach the water filter. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment piping and/or the scope and prevent effective reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation was based solely on the information provided by the customer and the field service representative. It was found that the water quality in the area is hard water, which caused stones. Electric valve was damaged. It was reported that the water filter was replaced every three months. The water equipment inside the equipment was not used. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, the valve of the endoscope reprocessor needed to be replaced as stones (calcium carbonate) appeared in the reprocessor. The issue was found during preparation for use. There were no reports of patient harm.